Manufacturer narrative:
Clarification to age/date of birth. Twenty-two (22) patients ranging from age 25-72 years. Article citation: ¿double-chamber tissue expanders optimize lower pole expansion in immediate breast reconstruction requiring adjuvant radiation therapy,¿ by lauren hewell fischer, md, and dung nguyen, md., published in annals of plastic surgery, vol. 76, issue 5, may 2016, pp. 171-174. The event of infection is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and/or patient details was requested. Device labeling: ¿potential adverse events that may occur with silicone gel-filled breast implant surgery include: infection.¿ ¿in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.¿

Event description:
Reported event of unknown side ¿infection¿ for a patient implanted with a ¿natrelle style 410¿ implant was noted in ¿double-chamber tissue expanders optimize lower pole expansion in immediate breast reconstruction requiring adjuvant radiation therapy,¿ published in annals of plastic surgery, vol. 76, issue 5, may 2016, pp. 171-174. Treatment consisted of ¿removal of implant¿ and ¿intravenous antibiotics.¿ the device was replaced.